Event description:
Patient wanted to stop using candid because of an allergic reaction. Pateint reported the following: "the aligners caused me to go into thyroid flare-up resulitng in a sore throat, fatigue, muscle aches, rash, and weight gain."

Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the candid system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient was treated by a doctor.. The instruction for use it is stated in the "warning section" the following: "the aligner plastic is free of bpa and phthalates. Rarely, patients may be allergic to plastic. Patients with a history of plastic allergies should not use this product."